Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the neurostimulator was explanted and replaced because the pt could not get the device to fully charge, even if the recharger was on for 8 hours. Normal battery depletion was noted. Add'l info has been requested but was not available as of the date of this report.